Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the vela main pcba and performed a failure investigation. There were no visible defects, damage or contamination on the component. The reported complaint was confirmed through the events log and duplicated during functional check. The root cause is associated with a supplier manufacturing process and a design issue of sub components of this main pcb. This is a known issue which can be referenced with CAPA ca-2017-0206 and co 101400.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced transducer error, there is unknown patient involvement in this reported event.